Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is in complete.

Event description:
The customer observed error code 1113 (invalid tests results, read value) while running one patient sample on the axsym digoxin iii assay. There was not impact to the patient's management reported.